Event description:
Received information regarding a cartridge alarm 19 during basal delivery. There was no reported impact of the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.